Event description:
A discordant, falsely low total bilirubin (tbil) result was obtained on one infant patient sample on a dimension exl with lm instrument. The discordant result was reported out and was questioned by a nurse. A new sample obtained from the patient was tested on an alternate dimension exl with lm instrument, resulting higher. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low tbil result.

Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer site troubleshooting a cuvette manufacturing issue. The cse was informed of issues with the sample probe crashing into small sample cups (ssc). The cse adjusted the sample probe and adjusted the cuvette manufacturing air flow and pressure. The cse cleaned windows, replaced reagent 1 probe and aligned the photometer. Filter data was not available to determine if the sample probe crashing into the ssc was the cause of the issue. The cause of the discordant, falsely low tbil result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.